Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose was 530 mg/dl. Caller stated that they do not have a back-up plan. Customer was not able to remove the set. Customer was advised to change the infusion set as soon as possible. It was explained that there may be a possible site related issue. Customer does not have an extra set available. Caller stated that they kept receiving a no delivery alarm when they enter the blood glucose value and carbs. Caller was advised to set the fill cannula to 1.0